Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018 at 9.54 pm with blood glucose value was 744 mg/dl. The customer blood glucose level was 744 mg/dl at the time of incident and the current blood glucose level was 177 mg/dl. Customers other blood glucose value was 306 mg/dl. The customer was treated with insulin drip, fluids and manual injection. The customer stated that the symptoms related to high blood glucose such as vomiting. Customer does not allege pump was under delivering. Customer stated drive support cap appeared to be normal. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was assisted with performed displacement test and high performance test as well as self-test which was passed. The device will not be returned for analysis.